Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia after a secondary lower cgm target was added to the ilet pump to address delayed or missed meal announcements, and the event was associated with user procedure issues related to meal announcement timing and selection; the device component implicated was the user interface. Symptoms included hypoglycemia with a documented glucose value of 41 mg/dl. Outcomes included medication treatment with oral glucose and recovery to 98 mg/dl, with no hospitalization. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem was identified involving improper or incorrect procedure related to inconsistent or delayed meal announcements via the user interface. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.